Manufacturer narrative:
Correction to initial MDR in block b5 block d6b: explant date cannot be obtained despite good faith efforts. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial-lot: (B)(6). Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial-lot: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial-lot: (B)(6) and (B)(6).

Event description:
It was reported that the patient experienced skin erosion at one of the deep brain stimulation (dbs) incision sites on the scalp. The physician assessed that the patient had an infection. The patient had some skin thinning on her scalp, and the physician assessed that is what caused the infection at the surgical wound. The patient underwent an explant of the entire system, was administered antibiotics, and has fully recovered. The explanted devices will not be returned as they were discarded at the medical facility.

Event description:
It was reported that the patient experienced skin erosion at one of the deep brain stimulation (dbs) incision sites on the scalp. The physician assessed that the patient had an infection. The patient had some skin thinning on her scalp, and the physician assessed that is what caused the infection at the surgical wound. The patient underwent an explant of the entire system and has fully recovered. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Block d6b: explant date cannot be obtained despite good faith efforts. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial-lot: (B)(6). Product family: dbs-ipg-r-MRI upn: m365db12160. Model: db-1216. Serial-lot: (B)(6). Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial-lot: (B)(6).